Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 6.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced kinked cannula events with six infusion sets on (B)(6) 2024. Symptoms were noticed three or more hours after insertion, with the infusion sets having been in use for 5-6 hours. The sites of insertion were the abdomen and upper buttocks. In each instance, the patient successfully resolved the issue by replacing the infusion set, which allowed for the resumption of insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.